Event description:
It was reported that the pump was alarming air in line. They traced line with patient and ensured no kinks in tubing and all clamps were open. The spike was fully inserted into a medication bag. They noted a small air bubble near the pump and cassette. Tubing was clamped, the cassette was locked, and they tapped the cassette gently on a firm surface. Tubing was unclamped. The alarm returned upon restart. They open and close the battery compartment. The alarm persisted. They clamp the tubing and turn off the pump. This was the second time this occurred with the same pump. She had an air in line alarm on wednesday and went the next day to have the line primed and got a new bag and tubing placed. They had not changed the pump or bag position since getting the new one. There was no patient harm or injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.